Event description:
The shocking portion of this lead was capped on (B)(6) 2017 due to svc coil fracture. Pace/sense portion of lead was still active. Lead is now capped due to noise resulting in inappropriate vf detections and aborted shocks. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.